Manufacturer narrative:
E1 reporter institution phone number: (B)(6). E1: reporter phone number: unknown. A clinical evaluation and functional investigation were performed by the development team and software clinical specialist. The investigation determined that the reported behaviour is reproducible and was caused by a software defect introduced in j.06.01 within the icca totals calculation functionality affecting intake totals, output totals, net body balance, and net body balance (length of stay). The clinical evaluation determined that the reported issue constitutes a known hazardous situation with serious severity but already addressed in existing risk management documentation concerning incorrect processing or presentation of patient data due to software defects. While fluid balance data is clinically significant in critical care and inaccuracies could potentially influence clinical decision-making, the underlying intake and output records remained accessible, and clinicians typically rely on multiple information sources. No adverse events were reported in association with this issue. The assessment identified no new hazards, and the overall risk profile remains unchanged as documented in the risk management file. A corrective mitigation has been identified involving an update to the calculation routing logic to ensure most updates follow the validated standard calculation path, with the ptsiteviewer path used only when appropriate. The fix will address the issue for total watchdogs and maintain correct functionality for ptsiteviewer and is planned for implementation in the next software release. In the interim, users can restore accurate totals and balances by manually triggering recalculation through updates in the flowsheet. It was concluded that a malfunction in icca occurred due to a software defect. Further investigation is in progress, and the event is being managed in accordance with applicable quality and risk management processes, with interim controls in place. In parallel, philips is assessing appropriate measures to address the issue for existing customers. Any further regulatory reporting obligations or field actions will be determined based on the outcome of the ongoing evaluation.

Event description:
The customer reported unexplained fluid balance discrepancies involving three patient records. Specifically, users observed that the net body balance (length of stay) appeared to reset unexpectedly without any corresponding user action or documented indication that the balance had been manually reset. Review of the affected patient records by the customer did not identify a clinically explainable reason for the discrepancies. The customer indicated that the net body balance (length of stay) is relied upon to support therapy-related clinical decision-making and expressed concern regarding the accuracy and reliability of the displayed fluid balance values. At the time of reporting, no patient harm or adverse clinical outcome has been reported in association with this issue. The customer requested investigation into the cause of the balance calculation discrepancies and restoration of expected fluid balance calculation behavior. No further information is provided. Please note that this emdr pertains to one of the twenty-six patients (patient 18).